Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient was admitted to the hospital on (B)(6) 2026 due to high blood glucose level, with a length of hospitalization less than twenty-four hours. The patient experienced symptoms including tired/weak at the hospitalization time. No further information available.